Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed both tamper seals to be broken. Device had a cracked by handle and tubing guides. Cracked battery door and both plunger cases. Missing battery. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device manufactured in 2010. Actions taken to mitigate the reported issue: replaced stepper motor, old motor mount, worm coupling and worm gear. Installed missing battery. Replaced cracked case top, battery door and both plunger cases. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).